Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a left eye surgical procedure that two laser probes did not provide a burn to the retina. The power of the laser was increased from 90watts (w) to 140w in increments of 10w without success. It was suggested to leave the laser probe in the straight position and fire, but the result was the same. When exchanging the laser probe both got stuck and the trocar cannula was pulled out of the patient's eye. This was attempted again with a second laser probe and again the probe got stuck and pulled the trocar out of the eye. The case was completed using an alternate third laser probe. The patient did not require any additional treatment; there was no harm to the patient. This file represents the second laser probe involved in this event. Additional information has been requested and received.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the probe was returned for the evaluation. The probe was manufactured on may 18, 2017. There were 108 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. 25ga probe was received for evaluation. A visual assessment of the returned sample was performed on may 24, 2018 and showed that the probe was missing the radio frequency identification rfid (tag). The laser probe tip was straightened and the probe was inserted into a 25ga trocar cannula and passed through with no noticeable resistance. The sample was connected to a calibrated system to test for the laser emission and power. With a power meter reading from the of 0.493 w, the minimum acceptance value of the power reading for the laser probe is 80% of that value, which equals 0.394 w. The laser probe was tested and the power output was measured to be 0.461 w, which meets specifications per the minimum % transmission test. No problem was found related to the reported events, therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).